Event description:
Reportedly, when the balloon on this device was inflated, the silicone coating on the balloon delaminated and a piece fell into the patient cavity. The piece was removed. No patient injury.